Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual assessment confirmed the bumper is cracked on the gii tibial base impactor. The device shows significant signs of wear/usage. The device was manufactured in 2006. The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. The device is a reusable instrument that can be exposed to numerous surgeries. The supplier's raw material fault is likely the probable causes of the reported event. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. These issues have been communicated to our internal CAPA team for their awareness and consideration as well as the supplier quality team. Corrective actions were implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device in this complaint were manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a genesis ii tibial base impactor broke. Incident occurred during a tka with instruments inside the patient. It is unknown how was the procedure finished and if there was a surgical delay or not. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.